Manufacturer narrative:
Device was initially received for the complaint that the pump is for repair. During investigation found the defective air detector, which is a reportable complaint that could interrupt therapy if it occurs while in patient use. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that dso seal is delaminated. The complaint cannot be processed because no information was received from the customer. The cause of the reported issue was unable to be determined because there was no information from customer. However, the defective air detector will be replaced. Device submitted for functional and delivery tests after repair activities completed.

Event description:
It has been reported that the pump is for repair. During investigation found the defective air detector, which is a reportable complaint that could interrupt therapy if it occurs while in patient use. There was no patient involvement.